Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to ground bond failed performance spec: measurement was 0.103 ohm (low limit: 0.001ohm and high limit: 0.100ohm). Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond verification, measurement: 0.103 ohm (specifications are low limit: 0.001 ohm, high limit: 0.100 ohm). Performed continuity test between power entry module (pem) ground and door post and resistance went from 0.121 to 0.006 ohm's when the door post set screw was completely tightened. Assignable cause for the ground bond failure was determined to be caused by a loose door post set screw. Scrap door post. Device was sent to servicing.